Event description:
Pt with diarrhea underwent flexible sigmoidoscopy. Instrument was passed to 60 cm. Biopsies obtained from normal appearing sigmoid colon with forceps. Two hrs later, pt complained of abdominal pain, fever. Noted to have evidence of peritonitis and wbc of 13,000. Laparotomy confirmed small perforation in sigmoid colon which was closed primarily. Pt discharged from hosp after 7 days.